Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. Considering the information provided from the user facility, it was unclear whether the reported infection was caused by the procedure using the subject device or already existing before the procedure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that pseudomonas aeruginosa was detected from the stools of two patients after an unspecified procedure using olympus colonoscope (pcf-h290zi). The olympus colonoscope had been reprocessed using an olympus automated endoscope reprocessor, oer-3 (not available in the USA) with peracetic acid. It was reported that there were no symptoms of infection in the two patients and they are going well. It was also reported that the user facility conduct colonoscopy using the olympus colonoscope for other patients, but the sample collected from them was negative for pseudomonas aeruginosa. The user facility conducted a microbiological testing for all six endoscopes and two automated endoscope reprocessor's at the user facility. As a result of the testing, samples collected from the instrument channel of two endoscopes and a sample collected from the basin of one oer-3 were tested positive for unspecified bacteria. The user facility did not provide other detailed information on the number and the type of microbes, model name of the endoscopes, and whether the two endoscopes were used for the two patients or not. This is one of two reports on infections associated with the pcf-h290zi.